Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00744. It was reported that the patient's leads migrated. In turn, the patient underwent surgery wherein the leads were explanted and replaced. Therapy was restored to the patient post-operatively.